Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ring was damaged. The customer stated that the reservoir did not lock into place. It was reported that the customer had high blood glucose levels of 600 mg/dl at the time of incident. The insulin pump will not be returned for analysis.